Manufacturer narrative:
Additional narrative: device is not distributed in the united states, but is similar to device marketed in the USA. Device is an instrument and is not implanted/explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that during the removal of a medium tibial plate, the cross head of the screwdriver broke and remained at the bottom of the head screw. The removed implants were not manufactured by synthes. Concomitant device: one (1) non-synthes head screw. (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2018, during the removal of a medium tibial plate, the cross head of the screwdriver broke and remained at the bottom of the head screw. The procedure was non-emergency scheduled. The surgeon attempted to saw the plate in a stepwise-way and use the plate fragments as a screwdriver and as integral screws. This attempt failed after the erosion of three ptg saw blades. The patient was then stitched up and only the distal fragment of the screwdriver remained in the patient since it was expelled during the wicking under the plate. The removed implants were manufactured by stryker. There was a surgical delay of 90 minutes reported. Concomitant device reported: unknown screw (part #: unknown, lot #: unknown, quantity: 1).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: part: 314.041. Lot: 8939746. Manufacturing site: hägendorf. Release to warehouse date: 05. May 2014. The device history record shows this lot was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all dimensional and visual criteria at the time of release with no issues documented during the manufacturing process. Review of the device history record showed that there were no issues during the manufacture of this product which would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.